Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the small grasping retractor instrument for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a piece of the tip of the small grasping retractor instrument fell off inside the patient as the surgeon was sewing in mesh. The surgeon retrieved the piece, taking it out of the patient, during the same surgical procedure which was completed robotically.